Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanned item was expired due to the barcode did not match with the information printed on the packaging, which was caused by a packager error. A technical support specialist advised customer to contact the packager to have a corrected barcode sent. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system, when clinical staff attempted to remove medication after scanning, it indicated the message "scanned item is expired. The same message appeared when the pharmacy attempted to load the medication. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.